Manufacturer narrative:
The device was in use for treatment. The lead was capped (taken out of service), and will not be returned for analysis. As a result, the allegations against this lead (failure to capture) cannot be confirmed. The device history records and the complaint files of the lead model were reviewed. There were no manufacturing rejects or anomalies recorded in the device history record. No trend of the same or similar type was found or indicated. Loss of capture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The lead was in service for over 13 years and was replaced with a new atrial lead. This event occurred without any reported adverse patient effects. The event will be re-evaluated if additional information becomes available.

Event description:
Customer reported that the atrial lead was capped due to loss of capture, and replaced with a new atrial lead at the time of the pacemaker replacement. The lead was implanted for approximately 13 years, 3 months.